Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was any medical or surgical intervention provided? If so, please provide the date and results. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Post-operatively, the patient has not been able to urinate for about a week and a half. Additional information has been requested.